Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced dizziness and lightheadedness. It was also noted that the leadless implantable pulse generator (ipg) dislodged and exhibited non-capture while lying flat or on the left side. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.